Event description:
It has been reported to philips that the allura device would not boot up. The device was outside of clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips has received the complaint indicating that device would not boot up. The philips remote service engineer (rse) confirmed that power supply of host pc which was not working. Rse suggested service but the customer declined for onsite service. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was corrected,